Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/02/2016 that on (B)(6) 2016, the receiver display screen became frozen. No additional event or patient information is available.